Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to plug the third-party wall adapter into a known working outlet and leave it for at least 30 minutes. The pump began charging using the original supplies, and no further assistance was required.